Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to fluid loss at unknown location. The entire aus system was removed and replaced with a new one. No further complications were reported in relation this event.

Manufacturer narrative:
The ams 800 balloon, cuff, and pump were visually inspected and functionally tested. There was a balloon leak in the kink resistant tubing at the strain relief junction due to fatigue. There were no leaks in the pump or cuff. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. A ship history for this complaint record cannot be performed due to the upn not being reported. No labeling review, or risk review performed per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to fluid loss at unknown location. The entire aus system was removed and replaced with a new one. No further complications were reported in relation this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.